Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Neurological events and visual disturbances may occur during this type of procedure and as listed in the product instructions for use, are known observed and potential adverse events associated with the use of the product. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the patient effects. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected.

Event description:
It was reported that the day after the implantation of the xact stent in the right internal carotid artery, the patient experienced a possible ocular stroke with fuzziness in the right superior quadrant of vision. The patient was discharged home despite this finding prior to discharge. The event resolved within 2 to 3 days. There was no reported intervention. The patient followed up with her opthalmologist six days after the procedure who confirmed that this event was not an ocular stroke. There was no adverse patient sequela. There was no additional information provided.